Manufacturer narrative:
The device history and sterilization records were reviewed. Review of the DHR found a nonconformity related to the product; however, the nonconformity was identified as a cosmetic issue, and product integrity and functionality met the final acceptance criteria. The DHR anomaly is not related to the alleged device complaint. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient had an infection in his cervical incision. The patient was put on antibiotics and underwent surgery on (B)(6) 2014 to clean out the wound. The patient saw his physician on (B)(6) 2014, and the physician stated that the wound looked good. The patient will remain on antibiotics through (B)(6) 2014.